Event description:
It was reported that the patient had a difficulty charging the ipg due to ipg migration. The patient underwent an ipg revision procedure. No further information has been obtained despite good faith efforts.